Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged, resulting in a perforation of the coronary sinus and a subsequent but reportedly non-severe pericardial effusion. A pacing failure was also reported and the lead was reprogrammed. The patient's hospitalization was also extended. The lead remains in use. No further patient complications have been reported as a result of this event.